Event description:
It was reported that during a persistent atrial fibrillation case, a possible renal artery dissection was noticed in the patient. The caller reported that when attempting to go transseptal with a boston scientific non-bwi sheath, they were no longer able to advance the sheath. The caller then reported that there was a drop in blood pressure on the patient. The caller reported that contrast dye was administered to the patient, and the physician checked on both ice and the fluoro machine. The caller reported that the contrast dye "did not look normal." The caller reported that the patient was then admitted to the or (operating room). The caller noted that afterwards it was noticed that the boston scientific sheath and dilator were both bent. The caller reported that the patient was last reported to be in stable condition. The caller noted that a farapulse generator was in use (pfa case). The most suspected device is the non-bwi sheath (faradrive sheath) as the event occurred when the sheath was being advanced. Additionally, the boston scientific sheath and dilator were both bent and had trouble advancing while there was no mention of a bwi malfunction that would have contributed to the adverse event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).